Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was noted to be unresponsive. The customer connected the pump to a power source and the pump turned on. The customer's blood glucose level was 339 mg/dl. The customer delivered a bolus via the pump. Reportedly, the pump would continued to be used for insulin therapy.